Manufacturer narrative:
The pump gave an alarm due to a faulty component on the remote frequency board. The pump also had a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
It was reported the customer had a failed selftest alarm on their insulin pump. The customer also stated they received a no delivery alarm the night prior and had to change their infusion set. The customer's blood glucose was 200 mg/dl. Customer stated they did not program a temp basal prior to the alarm occurring. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much